Event description:
Pt reported that back to back tests performed on their surestep meter were 120 and 190 mg/dl (45% difference). No symptoms were reported. Control solution test result (118) was in range. There was no allegation of harm.